Manufacturer narrative:
The service rep erased the ffd, srv and mc flash, reloaded system software, then restored all cal files. Checked the mf power supplies and found these in specification. Ordered parts. Call was later canceled by the customer, and problems will be resolved by inhouse service group.

Event description:
Customer reported system will not boot. After reloading the cal files and several reboots, the system continues to make xrays by itself, when taking an exposure. The system bootup process hang-up at approximately 10 arrows, then the mf display goes blank. The ws hard drive intermittently will not boot to the track/sector test. Determined the ws hard drive was defective. No patient injury.